Manufacturer narrative:
Findings: pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The test guardian link with the glucose sensor simulator communicates properly to the pump noted. No weak signal alarm noted. Pump received with normal operating currents. No unexpected replace battery now alarm or low battery alarm noted. However, replace battery alarm and power error confirmed in the long trace. Detail trace analysis confirmed the pump alarmed replace battery and then alarmed pump error was triggered when backup battery loaded voltage was less than 3.5 volts for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector, pump was monitored and functioned properly. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported for son for power error and replace battery now. The patient¿s blood glucose was 3.2 mmol/l. The customer stated that the they received a low battery alert prior to the replace battery now alarm. Timing was less than 10 hours from the low battery alert to the replace battery now alarm. The customer stated that the battery was not previously used. The customer stated that the battery cap is not loose, cracked or damaged. This is the second occurrence of replace battery now in less than 10 hours after low battery warning. The customer was advised the pump will need to be replaced. Advise they may continue to wear pump until replacement arrives if they insert a new battery. The insulin pump will be returned for analysis.